Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained gablofen with an unknown concentration and dose. It was reported the hcp stated that at a refill in (B)(6) 2017, there was a partial pocket fill where the patient had to be intubated. The hcp stated thatshe injected 35 ml into the pump, and only 5 ml came back, so she believed about 30 ml went into the pocket. No further patient complications were reported.